Event description:
It was reported that a cartridge alarm 20 occurred during insulin delivery. There was no reported adverse impact to customer's blood glucose. Customer continued to use pump for insulin therapy.